Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. The pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay and serial number label fading. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Replace battery alarm, replace battery now alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed replace battery, replace battery now and then alarmed low battery alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly.

Event description:
The customer reported via phone call the insulin pump alerted low battery. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump is being replaced and is expected to return for analysis. No further details are given.